Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 8mm interlock -35 was selected for an embolization of a branch vessel in the brachial artery. During the procedure, the device goes through the imager ii diagnostic catheter. When the physician was pulling the device back, the coil was released and detached inside the catheter. The coil and the diagnostic catheter was removed together as a unit. It was noted that the coil protruded from the catheter's tip upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed that the delivery wire and the ptfe (polytetrafluoroethylene) was buckled/kinked at the distal end. Dried blood was present along the delivery wire. Difficulty was experienced removing the delivery wire from the introducer sheath due to dried blood. The coil and catheter were not returned. The delivery wire was returned detached. No other issues or defects were observed during product analysis of the returned device. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿. ¿attach the included rhv to the proximal luer adapter on the hub of the catheter. Begin setup for either (a) hand injection or (b) continuous flush of heparinized saline solution by doing the following: a. Hand injection setup: connect a 20cc syringe filled with heparinized saline solution to the side arm of the rhv. B. Continuous flush setup: attach a line for continuous flush of heparinized saline solution to the rhv. In general, one drop of saline solution every 1-3 seconds is recommended.¿ (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. A 8mm interlock -35 was selected for an embolization of a branch vessel in the brachial artery. During the procedure, the device goes through the imager ii diagnostic catheter. When the physician was pulling the device back, the coil was released and detached inside the catheter. The coil and the diagnostic catheter was removed together as a unit. It was noted that the coil protruded from the catheter's tip upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.